Event description:
A caller reported that the pump battery was depleting too quickly, causing the pump to shut down. There was no adverse impact to the customer¿s blood glucose level. The customer was educated on the effects of pump shutdown on insulin settings and was able to resume insulin delivery. The customer used the mobile app and had already reinstalled it to address issues. Customer technical support instructed the caller to fully charge the battery and planned to follow up.